Event description:
It was reported the cassette caused the pump to alarm no disposable midway through the infusion on both pumps. No further details provided. No patient injury.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted.